Event description:
It was reported that the pulse generator exhibited backup vvi and would not pace. The device was replaced.

Manufacturer narrative:
Final analysis found the pulse generator in bvvi mode with no output. A multi-bit memory loss had occurred. Analysis found that the no-output condition was caused by inappropriate data in a memory cell. After correcting all memory mismatches and reprogramming the device, normal function ensued.